Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument involved with this event and failure analysis investigation has been completed. The customer reported failure was confirmed. The stapler was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed and one grip cable was found to be broken. Both grip cable crimps were no longer attached to the clamping pulley. Further analysis, of the removed instrument housing, found the bearing that mates with the friction roll lock assembly to be broken. During disassembly, both pieces of the broken bearing outer shell were located, along with some of the dislodged bearing balls. The bearing shell broke almost exactly in half. Visual inspection of the exterior of the other 9 bearings showed no signs of cracking or breakage. This event is being reported due to the following conclusion: the endowrist staple 45 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the endowrist stapler 45 instrument wouldn't function. Furthermore, a broken cable was also observed. There was no patient involvement.